Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that the patient had spine surgery in (B)(6) of 2018 and she has been using a spinal logic bone growth stimulator for the last 3.5 months. The rep said since 2.5 weeks ago, the patient started to have weird sensation in her leg. The patient said she uses the bone stimulator 30 minutes a day and the device is next to or maybe even overlapping the scs device. The patient reported stim was on all day below paresthesia or sensation level and at random they would have leg pain for a few minutes and it goes away. It didn't matter what the patient was doing or what position she was in. The patient said the rsd pain is in her left leg. The rep was going to have the patient try periods of therapy on for 3 days and off for one day to see when the patient was getting the leg pain. The rep also gave the patient 2 new programs, but the patient reported the original program is working as before, other than the rsd pain being new. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a back surgery in december and her healthcare provider gave her a bone growth stimulator to use every day for 30 minutes for 9 months. Patient stated the hcp stated the bone growth stimulator would not affect her device. Patient stated she had a feeling yesterday of cold water running down her legs and stim in her back. Patient also mentioned she uses a heating pad. Patient stated the ins was implanted for rsd. Patient stated she read manual and realized risk with bone growth stimulators. Patient stated this occurred only yesterday. Patient stated she was able to charge and sync with the device. Patient mentioned when she uses the bone growth stimulator in the future she will move the bone growth stimulator higher up her back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the program was running very low. It was reported that a manufacturer's representative (rep) worked with the patient to create a new program and it was working great. Patient reported they believed the issue was resolved.